Event description:
It was reported that the patient line on a cassette was leaking. The patient was connected at the time of the event. This occurred during drain four of four of peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.